Manufacturer narrative:
(B)(4). Investigation summary: it was reported performance breakage suture and assembly missing component / incorrect quantity. An opened sample of product code 18531, lot # pjbdjsq0 was returned for analysis. During the visual inspection of sample, the swage and attachment area of the needle were noted to be as expected and the suture has begun with the process of degradation and the strand was broken in multiples pieces, this is the cause that breakage suture. The product code 18531 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. According to visual inspection no missing component / incorrect quantity were noted and the assignable cause of performance breakage suture, was caused by suture degradation exposure to environment.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.